Event description:
It was reported that the pt experienced coupling and or communication issues. An overdischarge was suspected as the pt had not recharged in over two years after losing the recharger and programmer. A replacement recharging kit was ordered for the pt. The pt had an appointment for a physician-mode-reset on (B)(6) 2011. It was reported that the last time the pt felt stimulation was over 12 months ago, and the implantable neurostimulator (ins) may have flipped. It was later reported that the pt has not used the ins for at least three years. The MFR rep started three physician-mode-recharge sessions but the belt did not remain on the pt for the entire time. The device was not able to be effectively reset, and the pt was being referred for a replacement device.

Manufacturer narrative:
(B)(4).